Event description:
A silicone lens was implanted and removed due to it being damaged upon insertion. The surgeon enlarged the incision to remove the lens, but did not use sutures to close the incisional wound.